Manufacturer narrative:
During the system service, parts were not replaced. A complete system checkout was performed, and a computer boot-up failure was observed as the system was unresponsive after bootup. The issue was not resolved at the time of system service. However, it was indicated that the system was being upgraded so the issue would not be resolved (the computer would not be replaced). Fdm, fdr, fdc codes still apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Parts were actually not replaced during system service. The system was found to be unresponsive after boot-up. However, the system is being upgraded. Therefore the computer will not be replaced and the issue will not be resolved.

Manufacturer narrative:
Correction: serial number updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system froze when booting up.